Manufacturer narrative:
After further investigation, it was identified that the safety disk was expired. No other malfunction identified. Hence the complaint is invalid and no follow up report is necessary.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance safety disk of cs300 intra-aortic balloon pump (iabp) was replaced. There was no patient involvement.